Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an acute ischemic stroke (occlusion) in middle cerebral artery (mca), the pushwire was found to be broken when the physician pulled out the solitaire device. It was confirmed that the wire of the non-working part of the solitaire stent was broken, not bent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. The patient was ultimately treated by aspiration with dac. The patient¿s current medical condition is unknown.

Manufacturer narrative:
The solitaire fr revascularization device was returned for analysis. As received, the solitaire stent non-working length strut was found to be broken. There were not any bends or kinks were found with the pushwire or marker coil. No irregularities were found outside of the attachment zone. The stent working length struts were found to be in good condition. The broken strut was sent out for sem (scanning electron microscopy) analysis. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solitaire fr revascularization device (model: srd-4-20 lot: a454008) and a (codman) prowler select plus catheter were returned for analysis within a shipping box and within a plastic bio-pouch. No product analysis is required for the prowler select plus catheter as there is no allegation of device incompatibility with the solitaire fr revascularization device. The prowler select plus catheter will be sent to the manufacturer. The stent device was returned outside of its introducer sheath. No bends or kinks were found with the pushwire or marker coil. No irregularities were found outside of the attachment zone. The stent non-working length strut was found to be broken. The stent working length struts were found to be in good condition. The broken strut was sent out for sem (scanning electron microscopy) analysis. No other anomalies were observed. Sem image showing the two broken ends examined. Summary of the fem showed that features indicative of ductile overload failure mechanism (twisting) are visible. If information is provided in the future, a supplemental report will be issued.